Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) removal surgery of his second ams 800 implant procedure because the device was not performing as expected and also the patient presented an infection located in the urinary tract. In addition, it was stated that the wound from the surgery would not heal. All components were removed. Seven months after the procedure, a re-implant surgery was performed in which a new aus was implanted. There were no further patient complications.